Manufacturer narrative:
Pump received with dirty inside of reservoir compartment, minor scratched display window, cracked reservoir tube lip. Pump alarmed no delivery during the no delivery test and pump seat during the displacement test due to unknown dried substance on the motor slide. Pump passed idle current test and run current test. Unable to perform self test, off no power test, error test, basic occlusion test, occlusion test, prime test due to no delivery alarm.

Event description:
The customer reported via phone call that the reservoir does not seat properly in the compartment. Customer's blood glucose was 103mg/dl. Of incident. Troubleshooting found that the reservoir periodically stops working and that the inside of the compartment has grit in it. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.